Event description:
The customer contact reported that the device powered off by itself with an inadequate response time following an alarm condition. The pump was programmed to deliver total parenteral nutrition (tpn) with amniosyn at a rate of 200ml/hr. No further programming parameters were provided. After an unspecified length of time, the device was unplugged from ac power so the patient could ambulate. The patient ambulated to a common room and requested the nurse plug the device into ac power "because it did not work on battery power." At this time, the nurse reported that before plugging the device into ac power, thought she heard the device sound a brief alarm and the device then powered off. There were no reported adverse patient effects. No medical interventions were required. The device was removed form clinical service. Therapy was resumed using a replacement device. Upon further query by the nurse, the patient reported there were an unspecified number of other occasions where the device powered off while on battery power. It was further reported that the device had been programmed each time it lost power and kept in clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.